Event description:
Customer received low ise results and had to correct pt results. Seventy pt results were involved and initial results were reported. No pts were treated based on the initial results. Customer provided the following five pt examples. All initial results were accompanied by a low data flag which notifies the user the result is outside of the laboratory's established repeat range. Pt1, initial sodium result 127, repeat result 136 mmol/l.

Event description:
Customer received low ise results and had to correct pt results. Seventy pt results were involved and initial results were reported. No pts were treated based on the initial results. Customer provided the following five pt examples. All initial results were accompanied by a low data flag which notifies the user the result is outside of the laboratory's established repeat range. Pt2, initial sodium result 131, repeat result 139 mmol/l.

Event description:
Customer received low ise results and had to correct pt results. Seventy pt results were involved and initial results were reported. No pts were treated based on the initial results. Customer provided the following five pt examples. All initial results were accompanied by a low data flag which notifies the user the result is outside of the laboratory's established repeat range. Pt5, initial sodium result 129, repeat result 136 mmol/l.

Event description:
Customer received low ise results and had to correct pt results. Seventy pt results were involved and initial results were reported. No pts were treated based on the initial results. Customer provided the following five pt examples. All initial results were accompanied by a low data flag which notifies the user the result is outside of the laboratory's established repeat range. Pt4, initial sodium result 130, repeat result 137 mmol/l.

Event description:
Customer received low ise results and had to correct pt results. Seventy pt results were involved and initial results were reported. No pts were treated based on the initial results. Customer provided the following five pt examples. All initial results were accompanied by a low data flag which notifies the user the result is outside of the laboratory's established repeat range. Pt3, initial sodium result 119, repeat result 125 mmol/l (accompanied by low data flag).

Manufacturer narrative:
The investigation concluded the humidity in the lab was out of specification and the low humidity could lead to an evaporation of the internal standard causing a down drift of the ise parameters. They also found maintenance of the green rack by the customer was insufficient and should be improved. According to the customer, the issue was resolved by using chimneys in the internal standard and by calibrating every 8 hours. The humidity in the lab has also increased. No adverse events were reported.

Manufacturer narrative:
Investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Investigation is ongoing. If add'l info is received, appropriate notification will be provided.